Event description:
The facility's nurse educator reported a sudden spike and drop in a pt's blood pressure while using a colleague infusion pump. The pump was infusing a "concentrated inotropic medication" to a intensive care unit pt when the event occurred. The pt was reported to become "extremely hypertensive and then hypotensive." A "bolus of inotropes" was administered to stabilize the pt's blood pressure and the pt was reported to recover without any injury. The pump was replaced with a syringe pump and no further problems were reported. Despite baxter's efforts to obtain additional info from the reporting facility, details were not available regarding pt's demographics or status, serial number of the pump, name, rate and concentration of medication infusing, values of the blood pressures, medical intervention, and set up of the infusion device.